Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows :due to clogging of nozzle, no water was fed, due to clogging of nozzle, no air was fed, due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a scratch, the connecting tube had a buckling, the probe cover had a scratch, the adhesive around light guide lens was peeled, the adhesive around objective lens was peeled, the suction connector had a crack, the universal cord had a scratch, the connecting tube had a dent, the grip had a scratch, the switch 1 had a scratch, the suction cylinder was shaved, the control unit had discoloration, the adhesive on bending section cover had white-clouded area, the adhesive on bending section cover had a crack, the adhesive on bending section cover had a chip, due to wear of angle wire, the play of upward/downward knob was out of the standard value, the switch box had a scratch, and the connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that water could not be pumped through the nozzle while using the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.